Event description:
The user noted a problem with creatinine results and repeated testing for over 200 samples. Of the data provided, the results for 72 samples were discrepant. All results are in mg/dl. The repeat testing of the following samples was performed on (B)(6) 2010. Sample 1 tested around (B)(6) 2010 or (B)(6) 2010, initial result was 2.25, repeat result was 1.31. Sample 2 initial result 1.84, repeat result 1.46. Sample 3 initial result 1.78, repeat result 1.39. Sample 4 initial result 1.53, repeat result 1.08. Sample 5 initial result 1.86, repeat result 1.38. Sample 6 initial result 1.91, repeat result 1.41. Sample 7 initial result 1.54, repeat result 1.03. Sample 8 initial result 1.60, repeat result 1.09. Sample 9 initial result 1.65, repeat result 1.12. Sample 10 initial result 1.23, repeat result 0.70. Sample 11 initial result 1.69, repeat result 1.16. Sample 12 initial result 1.34, repeat result 0.81. Sample 13 initial result 1.77, repeat result 1.23. Sample 14 initial result 1.92, repeat result 1.36. Sample 15 initial result 1.47, repeat result 0.90. Sample 16 initial result 2.17, repeat result 1.59. Sample 17 initial result 1.69, repeat result 1.08. Sample 18 initial result 1.49, repeat result 0.88. Sample 19 initial result 1.41, repeat result 0.78. Sample 20 initial result 1.66, repeat result 1.01. Sample 21 initial result 1.67, repeat result 0.99. Sample 22 initial result 2.19, repeat result 1.50. Sample 23 initial result 1.59, repeat result 0.88. Sample 24 initial result 2.17, repeat result 1.44. Sample 25 initial result 1.85, repeat result 1.10. Sample 26 initial result 2.52, repeat result 1.76. Sample 27 initial result 1.85, repeat result 1.07. Sample 28 initial result 2.07, repeat result 1.28. Sample 29 initial result 2.88, repeat result 2.09. Sample 30 initial result 1.82, repeat result 1.02. Sample 31 initial result 2.82, repeat result 2.00. Sample 32 initial result 2.40, repeat result 1.55. Sample 33 initial result 1.75, repeat result 0.89. Sample 34 initial result 1.67, repeat result 0.78. Sample 35 initial result 2.15, repeat result 1.26. Sample 36 initial result 1.71, repeat result 0.80. Sample 37 initial result 1.76, repeat result 0.85. Sample 38 initial result 2.86, repeat result 1.94. Sample 39 initial result 1.97, repeat result 1.02. Sample 40 initial result 1.55, repeat result 0.60. Sample 41 initial result 1.72, repeat result 0.75. Sample 42 initial result 1.62, repeat result 0.65. Sample 43 initial result 2.05, repeat result 1.06. Sample 44 initial result 2.10, repeat result 1.11. Sample 45 initial result 2.45, repeat result 1.46. Sample 46 initial result 2.25, repeat result 1.22. Sample 47 initial result 2.31, repeat result 1.25. Sample 48 initial result 1.72, repeat result 0.66. Sample 49 initial result 2.23, repeat result 1.15. Sample 50 initial result 2.12, repeat result 1.02. Sample 51 initial result 2.31, repeat result 1.19. Sample 52 initial result 1.86, repeat result 0.74. Sample 53 initial result 2.09, repeat result 0.96. Sample 54 initial result 2.39, repeat result 1.23. Sample 55 initial result 2.52, repeat result 1.25. Sample 56 initial result 1.90, repeat result 0.62. Sample 57 initial result 2.80, repeat result 1.51. Sample 58 initial result 2.72, repeat result 1.38. Sample 59 initial result 2.07, repeat result 0.67. Sample 60 initial result 2.36, repeat result 0.77. Sample 61 initial result 2.59, repeat result 0.94. Sample 62 initial result 2.52, repeat result 0.41. The repeat testing of the following samples was performed on 3/18/2010. On 3/5/2010, sample 63 initial result 1.5, repeat result 0.84. Sample 64 initial result 2.05, repeat result 1.04. Sample 65 initial result 1.91, repeat result 1.09. Sample 66 initial result 2.54, repeat result 1.24. Sample 67 initial result 1.89, repeat result 0.76. Sample 68 initial result 1.50, repeat result 0.48. Sample 69 initial result 1.66, repeat result 0.97. Sample 70 initial result 1.36, repeat result 0.75. Sample 71 initial result 1.49, repeat result 0.55. Sample 72 initial result 1.27, repeat result 0.67. The erroneous results were reported, but the patients were not treated based on the results as they were part of a study. The creatinine reagent lot number was 64854801. The field service representative determined the cells and lamp were due to be changed. He changed the lamp and cells, checked the analyzer and found no other problems. He verified the analyzer operation by performing a precision testing with results within specifications. The user also repeated testing of patient samples.